Event description:
It was reported to boston scientific corporation, that a corflo cubby dual port standard balloon was used during a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight unknown). According to the complainant, approximately 1 week after placement, the balloon was found to be ruptured. Another corflo cubby dual port standard balloon was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual examination of the returned device confirmed that the balloon has burst. A typical burst pattern was observed. The cause of the balloon bursting is undetermined.